Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump did not infuse vancomycin accurately. The primary set was connected to a 250ml bag of saline and the secondary set was infusing a 250ml bag of vancomycin. There are no further details to the event. There was no patient harm.

Manufacturer narrative:
The failure investigation determined that the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2017-01533 for MDR reporting.